Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0haza, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect following a nuclear stress test. Stimulation was not working. The patient had a reprogramming session after the test and their therapy did work better. The patient was temporarily unable to adjust stimulation. The programmer showed an information screen. Repositioning the antenna resolved the issue. Stimulation was confirmed on, but the patient did not feel stimulation. Increasing from 2.5 v to 3.8 v resulted in stimulation sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative (under lined) and their concerns were resolved. Appointment date was noted as 2014-(B)(6).